Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that moderate aortic regurgitation occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. The subject received a loading dose of 100 mg of aspirin. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty in accordance with the instructions for use(IFU)and subsequent deployment of a 25 mm lotus valve into the proper anatomical location. Eight days post index procedure the patient was discharged on aspirin and other anticoagulants. Post procedure event summary: 1776 days post index procedure, the patient presented for the 5-year protocol scheduled visit. On the same day, transthoracic echocardiogram(tte) revealed moderate aortic regurgitation along with left ventricular ejection fraction of 57%.